Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (acc tni) result that was generated by the access 2 instrument. The initial accu tni result of 1.86ng/ml was obtained. The result was not reported out of the lab. The customer re-tested the patient original sample for accu tni. The repeated accu tni result of 0.04 was reported out of the lab. Method and units of the repeated testing are unk. There was no report of patient injury requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Qc was in specifications prior to and after the event. System checks performed on 06/23/06 and 06/26/06 passed. A field service engineer (fse) was dispatched to the customer lab on 06/26/2006. The fse performed field diagnostic testing and system check; the results were within specifications. The fse verified the instrument was operating per established procedures. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.